Event description:
J-tube cap broke off and became lodged inside the hub which accepts enteral feeds and medications. The pt, not realizing the cap was lodged inside, attempted to flush prior to feeding again. This flush forces the cap to completely occlude the jejunostomy tube. This required an emergency room visit, admission to the hospital for complete tube replacement. This tube was not only placed on (B)(6) 2018 and broke (B)(6) 2018. Additionally, when the cap was removed for use bile would be ejected from the tube. This product does not have anyway to clamp off.